Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic handpiece presented problem with phacoemulsification not working post successful priming. The procedure details and patient harm were not provided. Additional information has been requested but none received till date.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, phacoemulsification (phaco) handpiece (hp) was returned for investigation. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The hp was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformity. The handpiece was connected to a calibrated resistance breakout box, where the output impedance was found to be out of specification. The sample was connected to a calibrated system, where it displayed system message (sm). The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet manufacturer specifications. The sample was then x-rayed, where it was found that the pressure sensor had a damaged filament within the diaphragm. The root cause of the reported event of (sm) can be attributed to the nonconforming pressure sensor. However, how or when this component became nonconforming remains inconclusive. The handpiece was found to meet specifications as it relates to phaco power. Therefore, the root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).